Event description:
Philips received a complaint by the customer on the v60 indicating that the device was unstable as two of the bottom feet were damaged and broken off. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device was unstable as two of the bottom feet were damaged and broken off. The customer also noted that there was possible insert damage at the back left thumbwheel. The remote service engineer (rse) provided the customer with the part numbers of the replacement central processing unit (cpu) tray cover, thumbwheels, and bottom foot kit for repair. Per good faith effort (gfe), the biomedical equipment technician ordered and installed the replacement cpu tray cover, thumbwheels, and bottom foot kit, after which the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.